Event description:
Philips respironics recalled my dream station CPAP machine. It was replaced by a dream station 2 and is so noisy, it keeps me and my wife up and unable to sleep. Philips sent another dream station 2 and the noise is the same. This dream station 2 is not expectable. I called philips five times and spent hours on the phone to no avail. I have been lied to and dismissed. Not sleeping is not an option. I want a refund so I can buy a different brand. Respironics is an extremely noisy CPAP machine. Not sleeping is dangerous to myself and to my wife's health. Rotech is my durable medical supplier in (B)(6) and they said they cannot help me. I need help with this matter. (B)(6).